Event description:
The patient's wife reported that the reprogramming had left her husband (the patient) unable to walk or talk since implant. She further reported that the patient's lead placement was good and she believed that the poor therapy was entirely related to the programming. She included that the patient's new hcp stated that he did not understand the settings the programmer used and could see why the patient had inadequate therapy. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. See manufacturer's report# 6000153200800238.

Manufacturer narrative:
.